Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a sensation 40cc intra-aortic balloon (iab) was inserted bedside in ICU. "Iab optical sensor failure" noted when connected to iab pump. They tried 3 different consoles with same error message. Switched out catheter for another 40cc and worked successfully. No patient injury, delay to therapy reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to verify any breaks in the sensor's optical fiber and a break was detected within y-fitting. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a sensation 40cc intra-aortic balloon (iab) was inserted bedside in ICU. "Iab optical sensor failure" noted when connected to iab pump. They tried 3 different consoles with same error message. Switched out catheter for another 40cc and worked successfully. No patient injury, delay to therapy reported.